Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. Following pre-dilation with a semi compliant balloon, a 32 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, the stent could not cross the lesion, and the shaft broke, which prevented further use of the device. The procedure was completed with a different device. No patient complications were reported.